Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged between 50-58 mg/dl; cause was due to the customer falling asleep and not hearing the alarms. Customer drank juice to address the bg level. Reportedly, the customer continued to use the pump for insulin therapy.